Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle bent pe, needle breaks off during use pe & needle pain. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle bent pe, needle breaks off during use pe & needle pain. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 31ga 5mm 100 bx 1200 la is bent and breaks off during use. This occurred on 2 occasions. The following information was provided by the initial reporter: quality complaint is received in which the customer states that: patient informs that the needles which he applies the genotropin medication sometimes comes out with the tip bent or it breaks, and as it does not go straight when taken out the patient indicates that it hurts. It is unknown to contact her as a reporter and with a treating doctor, there is no further information about the description of the complaint. Information provided by the customer: when requesting authorization to take data for the report, he does not authorize and indicates that he does not know if the patient performs a wrong step, so he prefers first to receive a retraining and does not authorize taking data. It is unknown contact with her as a reporter and with a treating doctor. The customer reports a complaint; however, there is no physical sample, nor patient information, nor pictures, not batch #, not material ; this is the second time it happens this way.